Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader mcga318-g1193 has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. The reader was sent for further investigation and de-cased. Visual inspection was performed in the readers pcba (printed circuit board assembly) and no issues were observed. The off current was measured at 0.2 ma which was within the range specification of (0-1.0ma) extended investigation has also been performed. Further visual inspection was performed and there were no signs of damage, burn marks or corrosion. The returned reader passed the self-test. The battery, sleep current and off current were all measured and were found to be within specifications. The reader was monitored under a thermal camera during operation and no abnormal hot spots were observed. No malfunction or product deficiency was identified. The issue is not confirmed. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.